Event description:
It was reported patient enrolled in a clinical study underwent a right total hip arthroplasty on an unknown date in 1995. It was further reported patient underwent two revision procedures on unknown dates in 1997 for unknown reasons. Subsequently, patient was revised on (B)(6) 2005 due to dislocation and malposition.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2005 due to dislocation and malposition. It has been reported that the patient underwent four additional surgeries prior to the revision. No additional information is available for these previous surgeries.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.